Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 90 units of insulin and that a cartridge aalrm occurred (alarm 30). The customer's blood lgucose level was approximately 400 mg/dl. Customer loaded a new cartridge and was able to resume insulin delivery.